Manufacturer narrative:
7 pen needle devices impacted by this event. See enclosed attachment for completed medwatch section c. H3 other text : device not available.

Event description:
Sent: 5/6/2024 8:44 am. To: (B)(4). Subject: bd nano pro ultra fine pen needles 4mm I am having issues with said needles 1 in 10 needles do not work, have to switch to new one waiting the other. So far I'm about three quarters of the way thru box ref 320555. Lot. 3172408. Mfg 2023-07-02. Exp 2028-06-30.

Manufacturer narrative:
Additional information provided in b4, g6, h2, h3, h11 correction made to h6 (type of investigation and investigation summary) investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.